Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead exhibited high thresholds, no capture, and high impedance. The physician suspected a possible issue with the electrode tip. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.